Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. All the buttons did function properly. However, corroded keypad traces noted.